Event description:
Provider's office called in to say the patient was having an allergic reaction to the aligners. She said the patient was having a hard time breathing and swelling in the mouth. The patient is not currently wearing the aligners and should be sending back the aligners with the shipping label provided. Provider states the patient has no presence of a rash or fever, however, there are sores present along with a red throat, and anaphylaxis. Prior to treatment there was no known allergy to plastic or any other allergies. After the issue was reported the patient then stated she is allergic to a lot of things (this was not expanded on). The aligner was not rinsed or cleaned with anything, it was stated "the aligner was pulled straight from the package". The patient is no longer wearing the aligners and plans to see her primary care physician after she gets back into from vacation. Patient has not reported back to the provider.

Manufacturer narrative:
Clearcorrect findings: a review of the product floor was performed where it was confirmed that processes were being performed as procedurally required. A review was performed where it was confirmed there were no similar complaints for other parts shipped out the same day, thus the event was isolated to this case. Clinical evaluation: follow up information from the physician and allergist would be helpful to determine any relationship with the aligner wear and the reported symptoms. At this time, with the limited information provided, it is possible that the patient had an allergic reaction to the aligner, materials used to manufacture the aligner or engagers and related materials. There is no mention of use of the latter in this report. At this time the patient has stopped wearing the aligners and there is no additional medical risk to the patient.